Event description:
It was reported that an ilet device would not unlock, the touchscreen was unresponsive, and the screen was visibly cracked despite cleaning the screen and hands per troubleshooting guidance. Symptoms included an inability to operate the device due to an unresponsive display. Outcomes included a loss of device function requiring replacement. Investigation included technical support troubleshooting focused on screen cleanliness and user interface responsiveness. Investigation of this case revealed a damaged display assembly consistent with physical impact or stress, resulting in a nonresponsive touchscreen and inability to unlock the device. It was concluded, based on previously established findings for similar reports, that the cause was device damage consistent with physical damage to the screen.

Manufacturer narrative:
Investigation description: display damage due to impact.